Manufacturer narrative:
The complaint device was returned to integer for evaluation and the reported event was confirmed. The power adaptor coupling had fractured off of the drive chain. There was material deformation on the power adaptor, including some grooves on the largest diameter portion of the power adaptor. The offset reamer handle may have been used with an incorrect power source (not provided by integer) or could have been attached incorrectly to its power source (not provided by integer), however that is unknown. This would have placed unintended force on the power adaptor near where it fractured, causing the grooves observed on the adaptor. Ultimately, it is unknown what caused these grooves as they are not consistent with intended use. A manufacturing review did not reveal any discrepancies. No further investigation is required. Device availability added. Device evaluation added. Method, results, and conclusion codes updated.

Event description:
It was reported during an unknown patient procedure that the proximal approach was demolished and there were massive milling grooves above the attachment. There was a five (5) minute surgical delay reported and a secondary instrument was used to complete the procedure. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample has not yet been returned to integer for evaluation. The distributor has indicated it will be returned. A supplemental medwatch 3500a emdr will be submitted once the evaluation has been completed. (B)(4). Foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the proximal approach was demolished and there were massive milling grooves on the attachment. There was a five (5) minute surgical delay reported and a secondary instrument was used to complete the procedure. No adverse events were reported as a result of the malfunction.